Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that although the external pulse generator (epg) was turned off while being used on a patient, the hospital staff was still observing pacing on the monitor. The device was replaced for another epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower keypad was out of specification. It was also noted that the display wire insulation was pinched but the wire insulation was not compromised. The device shut down during testing and caused the testing system to crash which gave no test results. After the main printed circuit board (pcb) was realigned and retested results were available, which passed all except for one self-test error. During bench testing the device was powered on with slight pressure on the menu screen, the batteries were ejected and reinserted, the device functioned as expected. (B)(4).

Event description:
It was also reported there were dots on the monitor. The epg was returned for service.